Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the issue of discordant na results occurred after a night shift technician changed the standard a reagent. The instrument performed the expected priming of the reagent, however, the technician did not perform additional priming sequence as instructed by the laboratories internal policy. Prior to calling ccc, the customer primed all the reagents including standard a multiple times, and aligned the pump. The customer noticed that the pump rate on the instrument was slightly lower than the pump rate on an alternate instrument. The customer performed calibrations on integrated multi-sensor technology (imt) module, which passed. The quality controls were within range before and after the calibrations. The customer did not obtain discordant results after the maintenance and declined service. The cause of the discordant, falsely depressed na results on six patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on six patient samples on a dimension exl with lm instrument (serial number (B)(4)). The discordant results were reported to the physician(s), except for patients 5 and 6 results. The samples were repeated on an alternate instrument (serial number (B)(4)), resulting higher. The corrected results for patient 1 through 4 were reported to the physician(s). It is unknown if the repeat results for patient 5 and 6 were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.